Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past couple of weeks or so that they have been having issues charging their implant. Patient stated that they charge their implant every 5 days or once in a week. Patient's doctor advised to increase stimulation but mentioned that the communicator couldn't connect to their implant. Patient said they think it won't connect due to their implant not charging. Patient also mentioned that they weren't hearing the beeping sound from the wireless recharging device that indicates that the ins is connected to the recharger. Patient reported that the recharger sometimes turns itself off. Patient stated that the issue started about 2 weeks ago or at the beginning of the month, then said that it was "okay to put" on (B)(6). Agent walked patient through using the recharger app and patient confirmed that the recharger was at 70%. Patient confirmed that they already adjusted the volume of the recharger to it's maximum output. Agent confirmed that the patient described seeing the open loop charging screen. Agent was unable to troubleshoot issue with communicator due to implant battery being too low. Patient will keep charging their ins and monitor until it has enough charge for the programmer to show the normal charging screen. 2025-jun-03, additional information was received from the patient. They reported that they contacted their doctor about the issue on (B)(6) 2025. Patient stated the cause of difficulty recharging was determined. Patient stated their device was off and the doctor said it was probably due to walking into a store with a detector that turned it off. To resolve the issue the doctor placed a blue charger on their device and charge it. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.